Event description:
Me and my wife both used replacement brush heads manufactured by pearl enterprises llc (B)(4). Both of us experienced brush parts coming off in our mouths while brushing. (These are low cost replacement heads for oral b). I think they are choking hazard as parts come off spinning high speed in mouth while brushing.